Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.